Event description:
The pt experienced a shocking/jolting sensation at the lead location when using the pt programmer. She thought she had turned off the device. Since the shocking episode she could not get past the "initial" screen on the programmer. The pt had tried 3 sets of new batteries with no success. The programmer was replaced. Subsequently, when she pushed all 3 buttons on the side of the programmer, she experienced a shock when the device came on. The pt was advised to turn the stimulation. This resolved the shocking issue. The pt was at home in good condition.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.